Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Customer¿s blood glucose was 300 mg/dl. Reportedly, pump resumed normal operation after same cartridge was reattached or a new cartridge, and the customer continued to use the pump for insulin therapy.